Manufacturer narrative:
The piic classic is out of service. It is an obsoleted device. The event will be considered a malfunction of the hardware. The field service engineer cannot repair this device. The absence of alarms on this unit cannot be fixed due to lack of hardware from the manufacturer of the central station (hewlett packard). The customer is in the process of getting upgraded to piicix.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no audible alarms present at the central station. The device was in use monitoring patients. No adverse event was reported.